Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) recommended bringing the patient in for further evaluation and vector breakdown. This ICD and rv lead remain in service, and the patient continues to be monitored remotely. No adverse patient effects were reported.